Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, while using x-ray, the surgeon made several unsuccessful attempt to place an 11-5mm wide nail, the surgeon made a change in procedure by using a 10mm nail to complete the procedure. Since no other information will be provided, no further clinical/medical, assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Some potential probable causes for this event could include a fit/ sizing issue or poor insertion technique. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that when checking under x-rays, the doctor understood that he could place an 11.5mm wide nail, but after starting the surgery and trying to place it and re-drill the bone several times, he could not place it and decided to change to a 10mm nail. No information about the patient status was initially provided.